Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified proximal left anterior descending artery. After a rotoblater was used and numerous pre-dilatations were performed with non-abbott balloon catheters, a 3.5 x 48 mm xience xpedition stent system was being advanced but could not cross the lesion due to the anatomy. A shorter, 3.5 x 23 xience xpedition stent system was then advanced; however, after several attempts, it also could not cross when the proximal shaft, outside the anatomy, separated. A non-abbott drug-eluting stent system crossed the lesion and was deployed. A 4.0 x 23 mm xience xpedition stent was successfully deployed. Post-dilatation with a non-abbott balloon catheter was performed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the moderately tortuous and heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. The tearing and stretching of the guide wire exit notch appears to have resulted from an interaction with the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.